Event description:
It was reported that the wound dressing was applied to a foot wound by a home healthcare nurse and 24 hours later, the pt saw 'bugs flying around his head' which eventually turned to black dots. The pt was taken to the ER and the dressing was discarded.

Manufacturer narrative:
(B)(4) - 'bugs' and black spots - (B)(4). Conclusion: no conclusion can be drawn at this time. It was determined that the reporter is a friend of the pt's wife and does not work at the health care facility where the pt was taken. It was requested via the reporter, that the pt's wife make contact with systagenix wound management. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.